Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate therapy. The device was found to be in back up vvi mode. The device code was download successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.